Manufacturer narrative:
The following fields were updated due to additional information: d.10 device available for eval? Yes. D.10 returned to manufacturer on: 08/11/2020. Investigation conclusion: it was reported that the tubing came apart right below the y-port. Received from the customer was one used partial set model: 2420-0500, lot: 20053221 as reported by the customer (with its packaging pouch). Only the portion of the set (from the drip chamber to the distal smartsite) was provided by the customer. During visual inspection, it was noted that the tubing p/n: tc10012940 was completely separated from the distal smartsite p/n: 12274436 outlet port near the male luer. The tubing portion that separated rom the smartsite outlet port was not returned for evaluation. The smartsite component was inspected under microscope and observed a gap indicating that the tubing was not fully inserted. Functional testing was not performed due to the separated tubing and the leaking that would occur. A dimensional analysis could not be performed as the tubing that separated from the smartsite outlet port was not returned by the customer. Device history record for model: 2420-0500, lot: 20053221 shows that the set was manufactured on 11 may 2020 with a total of (B)(4) units. There were no qn¿s (quality notification) issued during the production build of this lot for the failure mode reported. Equipment used (visual performed on 4-sep-2020). Ram optical instrumentation / eq08204 / calibration due date 5-feb-2021. The customer¿s report that the tubing came apart right below the y-port was confirmed upon visual inspection. The separated tubing section was not returned for evaluation with the rest of the set. However, based on observed evidence that the tubing was not fully inserted, the root cause is partially due to operator error. The issue of leaking tubing set inlet or outlet port is also currently being addressed under a corrective action (tw CAPA: 1027651). Although the corrective actions were implemented prior to the manufacturing of this lot: 20053221, the CAPA was closed as "effective" in mitigating this defect and will continue to be monitored for an increase in frequency.

Event description:
It was reported that the gem v/nv 20dp ckv 2ss 117-in 20pk experienced component separation. The following information was provided by the initial reporter: we had a tubing come apart today. The lot# is (10) 20053221. Below is a picture of where the tubing came apart. It was right below the y port. Additional information: (customer response) 31-jul-2020: 1. Was the tubing set attached to a patient at the time of the event or occurred during preparation / setup or when taken out of package? No. 2. If patient involvement; was there any effect on the patient from the event? No. 3. Was there a delay of, or change in, the course of treatment due to the event? No. 4. Are the products involved in the event available for investigational purposes? Yes. 5. If patient involvement, can you please provide the following patient information: age, dob, h&w, gender? Not available.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the gem v/nv 20dp ckv 2ss 117-in 20pk experienced component separation. The following information was provided by the initial reporter: we had a tubing come apart today. The lot # is (10)20053221. Below is a picture of where the tubing came apart. It was right below the y port. Additional information (customer response) 31-jul-2020: was the tubing set attached to a patient at the time of the event or occurred during preparation/setup or when taken out of package? No. If patient involvement; was there any effect on the patient from the event? No. Was there a delay of, or change in, the course of treatment due to the event? No. Are the products involved in the event available for investigational purposes? Yes. If patient involvement, can you please provide the following patient information: age, dob, h&w, gender? Not available.